Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being included on this follow-up #01 MFR report: section h. Box 5. Labeled for single use. Evaluation of the returned indigo system separator 7d (sep7d) confirmed that the separator wire distal to the bulb was fractured. Evaluation also revealed damage to the separator bulb and pusher wire proximal to the bulb. This type of damage typically occurs if the sep7d is repeatedly manipulated into tough clot burden during use. The core wire and separator tip may fatigue and may subsequently fracture. Penumbra devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure to treat a brachycephalic fistula using an indigo system separator 7d (sep7d), an indigo system aspiration catheter 7d (cat7d), and a non-penumbra introducer sheath. It was reported that the patient's anatomy was tortuous. During the procedure, the physician completed two passes in the target location using the sep7d and cat7d. The physician then observed under fluoroscopy that the wire distal to the bulb of the sep7d had fractured and was embedded in the vessel wall. Therefore, the sep7d was removed from the patient. The physician then attempted to aspirate the wire of the sep7d using the cat7d, without success. The physician decided to leave the wire of the sep7d in the patient. The procedure was completed using an indigo system separator 7 (sep7) and the same cat7d.